Event description:
Patient received 2nd degree burn on arm after examination with sense head coil. Insufficient distance was kept between the coil cable and the skin; investigation ongoing.

Manufacturer narrative:
(B)(4). (Method, results, conclusion): the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.